Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported the patient had a total hip arthroplasty on an unknown date and was implanted with zimmer biomet products. Subsequently, the patient is planned to be revised due to increased hip pain. It was reported that no additional information is available.

Manufacturer narrative:
(B)(4). D10: 00771100710 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset reduced neck length 62231893, 00875101032 32mm i.d. Size ii neutral liner use with 52mm o.d. Size ii shell 62265872. 00875705201 52mm o.d. Size ii porous uncemented with cluster holes shell use with ii liners 62283195. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00154, 0001822565 - 2024 - 00157, 0001822565-2024-00158. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.